Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colon surgery. The reload was attached to the adapter. The surgeon attempted to clamp the tissue of the colon, but the jaws could not close. To correct the issue, another reload was used and the firing was completed with no problem. No patient injury or extension in surgical time greater than 30 minutes. Patient status is no problem.